Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, response buttons, check therapy electrode messages) has been confirmed. Upon investigation the monitor belt receptacle was missing and the wires were severed. Additionally, the response buttons were unable to activate the device. The root cause was the front response button cover was missing and the switch contacts were contaminated. The root cause for the damaged connector was physical abuse. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was experiencing check therapy electrode messages.